Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hypoglycemia on the reported event date at 12:53am down to 59 mg/dl and rose back above 70 mg/dl 20 minutes later on (B)(6) 2024 and again down to 74 mg/dl at 9:27pm on (B)(6) 2024 and rose up to 79 mg/dl with the next cgm sensor reading 5 minutes later. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event may have been caused by maladaptive behavior as evidence by failure to use the device properly and in accordance with the user guide and device training by inconsistently announcing meals causing the ilet to adapt basal and correction insulin dosing up to accommodate based on their glucose trends and a pattern of hyperglycemia at that time of day. Given the reported timing of the event after dinner and the lack of cgm sensor readings below 70 mg/dl to match the severity of the reported hypoglycemia, it is possible that the dexcom g7 was inaccurate at the time, resulting in the ilet delivering insulin in response to the incorrect cgm glucose values it received. The user received retraining and discussion of a factory reset with the clinical diabetes specialist (cds).

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/9/24 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 11/8/24. The user reported experiencing a hypoglycemic event the previous evening, 11/8/24, around 7:30 pm, resulting in fainting and requiring transport to the ER. The user contacted their parents, who drove them to the hospital, where they were treated with an IV for electrolytes and kept for observation for approximately 12 hours. They were discharged on (B)(6) 2024 around 11 am with stable blood glucose bg levels. At the time of the call, the user's bg was 114 mg/dl and steady. The user believes the ilet delivered excessive insulin for meal announcements, which they avoided as a result. The user noted their bg spiked briefly after dinner before declining to 77 mg/dl, as shown in system reports. They estimated their bg may have dropped into the low 60s but did not confirm this with a fingerstick. The user requested a reset of the ilet system and agreed to discuss their data and potential adjustments with a regional clinical trainer (rct). The user remained connected to the ilet system throughout the incident and has since resumed its use.